Manufacturer narrative:
The system was examined. The company representative tested the system but did not indicate replicating the reported event. However, a footswitch was replaced and the system was tested. The system was found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. Additional related information was requested from the company representative (regarding servicing details). However, no communication has been received to date. With the lack of additional information, the root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the laser switched back to the initial state during operation.